Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse practioner reported via phone call that ems took him to the ER on (B)(6) 2016. The patient was in a car accident in which his vehicle was totaled. He had a low blood glucose in the 20 mg/dl range. The patient was totally unresponsive and he stayed in the ER for several hours. After he was treated, he left the hospital.